Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 80 mg/dl. As the customer had removed the pump supplies prior to this report, tandem technical support was unable to determine a possible cause of the occlusion. The customer was to load new supplies on the pump.